Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer contacted baxter product surveillance to report an issue with one ce intermate sv 200 elastomeric. According to the report, the customer noted that the tubing was cut and had no luer at the patient end of the tubing. There was no patient involvement and, therefore, no adverse event or patient injury in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Date was incorrect in the initial MDR; the initial date should have been (B)(6) 2013. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The distal end luer post was not received with the device. The reported condition was confirmed. Visual examination of the device determined that the tubing was broken at the junction of the tubing and distal end luer post. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.